Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) identified that the bio ID required witness, and the printer was not working. Fse changed the network speed to 100 duplex to correct the issue with bio-ID and replaced the printer and configured it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier was failed, it was running slow and unable to login. The printer on the main pyxis was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.